Event description:
It was reported the system is experiencing positional and overstimulation. It was also reported the pt's stimulation is inconsistent. The pt is requesting to have his scs system removed. The pt has not used the stimulation in several months. F/u info revealed x-rays may be taken and the pt may undergo surgical intervention at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.